Event description:
Heartware left ventricular assist device (lvad) pump being assembled on the sterile back prep table by the physician assistant. A piece of the device called the 'bending rubber' has an "o" ring clamp with a screw to fasten around the outflow of the pump. The screw would not tighten and fasten around the pump, making it unsafe to implant the device without opening a heartware accessory kit that included a new bending relief.